Event description:
It was reported that during a lap chole procedure, the handles were sticking. The handles had to be pulled open in order to open the jaws. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.